Event description:
It is reported that during surgery on (B)(6) 2009, the screw passed through the screw hole to stay at the abdominal cavity. The surgeon does not intend to remove the screw.

Manufacturer narrative:
Evaluation summary: the received x-rays were reviewed. It was observed that a bone screw is located in the abdominal cavity. As per the surgical technique it is recommended to avoid screw placement though the shell into the anterior inferior quadrant of the acetabulum to prevent injury to the neurovascular structures. The devices were not available for analysis, and the device conditions are unknown. The surgery notes are unavailable, and it is unknown if the screws were implanted according to the surgical technique. The initial position of the screw intra-op is unknown. The instruments used are also unknown. Based on the above information and observations, screw pull-through the acetabular shell hole may have been due to one or a combination of the following mechanisms. The screw may have been attempted to be inserted through the shell at an extreme angle. This may have been possible if the pilot hole was drilled without the use of a drill guide, or if the drill guide was not inserted into the screw hole, which would allow for extreme angulation. Alternatively, excessive torque may have been applied when attempting to fixate the screw. Based on the available information a definitive root cause cannot be ascertained at this time. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be re-opened. Zimmer, inc. Considers the investigation closed.